Event description:
It was reported that the patient was asymptomatic and presented remotely via merlin.net. It was noted that inappropriate automode switching possibly due to noise was observed on the atrial lead on remote transmission early (B)(6) 2021. An alert for pacing impedance lower than the lower limit from (B)(6) 2021 was also present on the transmission though the present pacing impedance was normal. The patient was stable.

Event description:
New information received notes that the patient presented for a routine procedure for a generator change and atrial lead replacement. During the procedure, a stylet could not be inserted into the atrial lead. The atrial lead was capped on (B)(6) 2022. An attempt to implant a new atrial lead was not successful due to an inability to gain venous access. The atrial port was plugged. The patient was stable before, during and after the procedure.

Event description:
New information received notes that following a physician review, the patient was to continue to be followed remotely and in clinic per device clinic protocols. No programming changes were ordered and no lead revision was planned. The patient was asymptomatic.